Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9099920. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-09. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the safety shield is breaking off after activation with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: hcp called to report that the safety device of the eclipse needle is breaking off upon activation. Has been occurring several times with at least 3 nurses. No injuries or medical action needed but near misses. Occurring with batch # 9099920 and others. Additional information provided by customer: was a holder used? (Applicable only for non-pre-attached product) yes. If yes when putting on holder are they using the shield to tighten the needle into holder? No. How are the needles stored? (Stored in the box, loose in a different container, etc.) In a box on cart. How are they activating the safety shield? (Using thumb to activate the safety shield, using a hard surface, etc.) Thumb. Did the safety shield fall off in one piece or was it broken? Fell off in one piece.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed as all product specifications were met. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified on any of the samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd was unable to determine one of the specific lot numbers associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use the safety shield is breaking off after activation with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: hcp called to report that the safety device of the eclipse needle is breaking off upon activation. Has been occurring several times with at least 3 nurses. No injuries or medical action needed but near misses. Occurring with batch # 9099920 and others. Additional information provided by customer: was a holder used? (Applicable only for non-pre-attached product) yes if yes when putting on holder are they using the shield to tighten the needle into holder? No. How are the needles stored (stored in the box, loose in a different container, etc.) In a box on cart. How are they activating the safety shield? (Using thumb to activate the safety shield, using a hard surface, etc.) Thumb. Did the safety shield fall off in one piece or was it broken? Fell off in one piece.